Manufacturer narrative:
Device evaluated by MFR. : the complaint device was returned for analysis. The balloon was loosely folded with blood in the wire lumen. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous shaft kinks that were located 19-20.5 cm from the tip of the device, with an abrasion/perforation 19.9cm from the tip. Inspection of the rest of the device found no other damage or defect. .

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non tortuous and moderately calcified mid left anterior descending artery. Before reaching the target lesion, a 2.00mm x 20mm maverick balloon catheter became stuck inside the guide catheter. The maverick balloon catheter was removed with the wire and it was noted that the balloon was damaged and ruptured. The procedure was completed with another 2.5x20 maverick balloon catheter. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non tortuous and moderately calcified mid left anterior descending artery. Before reaching the target lesion, a 2.00mm x 20mm maverick balloon catheter became stuck inside the guide catheter. The maverick balloon catheter was removed with the wire and it was noted that the balloon was damaged and ruptured. The procedure was completed with another 2.5x20 maverick balloon catheter. There were no patient complications reported and the patient was stable.